Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign materials coming out of the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the adhesion of foreign material clogging the air/water channel; however, the type of material and root cause was not identified. The event can be detected/prevented by the following instructions for use which state: instructions for tjf-q290v operation manual chapter 3, ¿preparation and inspection¿ describes how to detect it. Instructions for tjf-q290v reprocessing manual chapter 5, ¿reprocessing the endoscope¿ describes how to prevent it. Olympus will continue to monitor field performance for this device.